Event description:
The user facility reported a 60-year-old male patient was put on impella cp support and underwent semi elective percutaneous coronary intervention. Following coronary artery bypass grafting (CABG) procedure, the patient was in stable condition. Six days after, the impella cp was removed as the patient developed hemolysis. The patient expired 3 days following explant. Per medical safety officer review there is not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for the hemolysis has been completed. The cp pump was returned and was visually inspected. Biomaterial was observed in purge gap and impeller. No broken blades found. No sharp edges observed. No other abnormalities. The cause of hemolysis issue was biomaterial. G1-corrected MFR site name and address. H6 component code 4755 changed to 925.